Event description:
Customer reported to beckman coulter, inc (bec) that the drain connected to the beckman coulter au 480 clinical chemistry analyzer was foaming up and overflowed onto the floor about 2 tiles worth of white residues. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) shortened the tubing to the waste pump to prevent further restrictions. The fse informed the customer regarding utilization of the antifoam liquid on the waste drain.

Manufacturer narrative:
(B)(4).